Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose readings progressing from 72 mg/dl to 68 mg/dl and then 77 mg/dl while using the ilet bionic pancreas; the user did not perform a confirmatory fingerstick, reported no physical symptoms, treated with 2 to 4 glucose tablets depending on perceived severity, expressed fear of hypoglycemia with perceived increased insulin sensitivity, and acknowledged skipping dinner meal announcements. Symptoms included asymptomatic hypoglycemia. Outcomes included temporary low glucose that resolved with self-treatment and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported or confirmed, with user behavior factors such as missed meal announcements considered a likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.